Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician later confirmed that the patient had been seen and there were no issues with the ipg.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) had possibly shifted and they had been fatigued since implant two weeks prior. The device remains in use. No further patient complications have been reported as a result of this event.